Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Wrinkling: no observed wrinkling on the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, wrinkling.

Event description:
Healthcare professional reported "rupture of the right implant¿, ¿right side, implant is significantly wrinkled¿, and ¿liquid buildup between the implant membrane and pseudocapsule", device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear). (Shell thickness within specification). Seroma-late: unable to observe as it is a medical event not related to the device. Wrinkling: no observed wrinkling on the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture of the right implant¿, ¿right side, implant is significantly wrinkled¿, and ¿liquid buildup between the implant membrane and pseudocapsule", device has been explanted. This record relates to the right side.